Event description:
It was reported that during preventative maintenance (pm) by the customer replaced the executive processor and the front end boards. The executive processor board was replaced by the customer due to the fault log being corrupted/unreadable. And the front end board was recommended to be replaced due to the iabp displaying a continuous message of "trainer in use" when the trainer was not hooked up. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Correction to repair narrative in initial MDR: a getinge service territory manager (stm) was dispatched to evaluate the iabp and advised that after the customer replaced the executive processor board, the unit tested out fine, but displayed a message stating "trainer in use" when nothing was hooked up. To resolve the issue, the stm used his personal b.14 testing software to troubleshoot the issue but found that his software was corrupted and from that point on the iabp would no longer boot up with the executive processor board displaying "f5" and then "f0". The stm then replaced the executive processor board under warranty due to software corruption. The iabp was calibrated and function tested without any further failures. The stm additionally replaced the front upper panel with a customer issued part. Replaced patient connector label and the trainer on/off label. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to confirm the reported issue. The stm indicated that the front end board was recommend to be replaced due to the iabp displaying a continuous message stating, that "trainer was in use" when the trainer was not hooked up. To address the issue the stm tried to reload b.14 software before replacing the front end pcb to see if message would clear. From that point on the iabp would no longer boot up. The executive processor display "f5" and then "f0". The stm proceeded to replace the executive processor pcb. Calibrated and functional tested without any further failures. The stm additionally replaced the front upper panel with a customer issued part. Replaced patient connector label and the trainer on/off label. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the customer replaced the executive processor pcb and the front end pcb due to fault log on a cardiosave intra-aortic balloon pump (iabp) being corrupted and unit not booting software b14. It was reported during preventive maintenance (pm) by the customer. There was no patient involvement, thus no adverse event was reported.